Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast, though not verified, an attorney at law stated placement of pump would not allow device to pump - replaced pump and moved into another position. Not defective.